Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. This ra lead experienced removal difficulty since it was stuck in the subclavicular juncture. The ra lead was successfully explanted. There were no additional adverse effects reported.